Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385358a was found to be performing within expectations. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer did not provide a laboratory comparative for the reported inratio value. It is not possible to verify if a discrepancy exists without this information. Although a technique issue was identified, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range = 2-3. (B)(6). Patient self tester indicated dose changes have been prescribed based on inratio results however unable to provide date or previous dose. Current dose of warfarin: 2 mg x3 days/week, 4 mg x 4 days/week. No reported advserse patient sequela. No additional information provided.